Event description:
Soon after the essure coils were implanted I started developing a lot of lower back and hip pain (was perfectly healthy before). Went to doctors and chiropractors. Nothing was helping and only getting worse. Soon after that started loss of appetite, hair loss. Joint and muscle pain all over. Was seen again by a doctor and then was referred to rheumatologist and then discovered through blood work, my ana titer came back positive, so they diagnosed me to having autoimmune disorder and arthritis starting in lower back and hips. Shortly after that I started having bleeding gums. Have been seen by dentist and a oral surgeon and my gums looked fine and not gum or mouth disease noted to cause bleeding gums. Still had multiple follow up appointments with rheumatology and the symptoms are worsening. Still loss of appetite, more frequent headaches, weight loss. Am tired all the time. Lots of numbness and tingling in hands, arms, legs and feet. Breathing problems worsening, was finally prescribed a inhaler but does not help. Not sleeping good at night and I have always been good sleeper. More frequent canker sores. More intense periods, about a week before period starts, I get heavy muscle, joint pain, multiple canker sores in mouth. I'm still being seen by rheumatologist and they can't diagnose a specific autoimmune disorder only my ana level keeps elevating and more inflammation noted. I keep feeling them to check the essure coils and they don't know much about them and won't listen to me and I keep getting put off to another doctor. I have been to the ER 3 times the past days and still no doctor is listening to me. I currently can't work because I get out of breath really easy. Can barely shower or do other daily living activities without getting short of breath. My shortness of breath and muscle and joint pains are also becoming worse. I'm becoming weaker. My hands feel like there are getting stiffer and more cramping. I get sent home with nothing. I am scared of them not listening to me and the longer I get pushed off, my symptoms will become more permanent and or become worse. I am most scared I'm not going to wake up one day and or pass out and cause more injury. It's also hard for me to see my 2 young children, a (B)(6) year old and a (B)(6) year old, see me like this. My (B)(6) year old only knows me as sick. They cry and are scared their mommy is going to die. Every time I go to ER or just a doctors appointment they get scared and cry and think I'm going to never come back again. I'm writing this as a cry for help. Please can somebody contact me and get me the help I need before I continue to get worse. Thank you. They have done multiple blood tests at ER. Only thing that comes back right now abnormal is low phosphorus level and elevated calcium levels. They have not yet done blood tests on the metals that's contained in the coils. Lately been having high blood pressure, and high pulse due to symptoms getting worse. FDA safety report ID # (B)(4).